Manufacturer narrative:
(B)(4). Upon follow up, it was reported the patient was discharged from the hospital eighteen days after admission and was recovered from the peritonitis event the same day. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient's error. The peritonitis was manifested by abdominal pain, diarrhea and cloudy peritoneal dialysis fluids. The same day as onset of the peritonitis, the patient was hospitalized for the event. On an unreported date, the patient received treatment with unspecified antibiotics for bacterial peritonitis. Dianeal therapy was ongoing. At the time of this report the patient was recovering from this peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.